Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the bur broke due to issues with the associated elite 7cm straight attachment (5407120450 s/n(B)(4)). The proximal bearing is likely to have been failing resulting in the bur to break at the notch.

Event description:
It was reported that during a surgical procedure, the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.